Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the cysto-nephro videoscope remote switch works on its own. The issue occurred during set up/inspection for use, before the patient was in the room. There were no reports of patient involvement.

Manufacturer narrative:
The initial medwatch was sent in error, the reported issue of remote switch works on its own would not cause or contribute to a death or a serious injury if it were to recur. The subject device was returned, and a reportable malfunction was found where: the grip, up/down plate, and the universal cord is sticky. Corrected fields: d5, d8, d9, d10, e1, e3, e4, g2, h4, a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage of parts due to some kind of physical stress, without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.